Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 15 mm malignant lesion with 95% stenosis due to biliary duct cancer. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the delivery system was advanced through the guidewire when the stent was deployed prematurely in the biopsy channel of the endoscope. No part of the delivery system came in contact with the patient. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A preliminary examination revealed that the distal handle was retracted past the limit marker on the stainless steel shaft. It was also noted that the outer sheath was retracted by 133mm proximal to the tip of the device. A visual and microscopic examination revealed that the light blue outer sheath was compressed 9mm proximal to the guidewire access port. This compression stretched distally for 15mm. No other issues were noted during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) for the reported event of stent deployed prematurely. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 15 mm malignant lesion with 95% stenosis due to biliary duct cancer. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the delivery system was advanced through the guidewire when the stent was deployed prematurely in the biopsy channel of the endoscope. No part of the delivery system came in contact with the patient. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.